Event description:
It was reported that the device had problems with adjusting the numbers and the volume. There was no backup device available.

Manufacturer narrative:
Information received and updated. The device, intended for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Warranty seal was found not intact. Upon powering up the controller and getting pass the initial loading screen the unit could not be tested. The set-points could not be controlled through the use of the front panel or by the connected foot pedal. No output voltages can be measured. The complaint was verified and the root cause was determined to be a mechanical component failure. Factors which could lead non-functionality of the ablation and coag set points includes: (1) there may have been a power surge to the controller which could have caused internal component damage or (2) there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.